Event description:
According to the reporter: dissection balloon did not inflate. Unanticipated tissue loss: no. Unanticipated blood loss more than 500cc: no. Was the delay over 30 minutes: no. Device fragment fall in patient cavity: no.

Manufacturer narrative:
(B)(4).